Manufacturer narrative:
It was identified, through review of source documentation provided, that the patient had this valve explanted due to prosthetic aortic valve stenosis and regurgitation. The operative note indicates a well seated old prosthesis with calcified leaflets and minimal mobility. The explanted device was replaced with another edwards bioprosthetic valve. Inspection post-replacement revealed good seating with no signs of any perivalvular leak, and there was no obstruction or redundant tissue below the valve annulus. Unfortunately, the explanted valve was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the patient's stenosis and regurgitation was likely caused by the calcification noted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
(B)(4). In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available details. A supplemental MDR will be submitted in the event any new information is received.